Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompany the device caution that to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the implantation of the lumbar catheter, the catheter unexpectedly touched the tuohy needle and the catheter tip broke off. Another catheter was successfully implanted into the patient. The physician was unsure if a fragment of the broken catheter was still in the patient. There was no patient impact reported however.

Manufacturer narrative:
The returned catheter was damaged near its proximal tip where a portion of the silicone wall was sheared off. The damage is consistent with the catheter having been withdrawn through the tuohy needle. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle in order to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. The catheter was patent and met the requirements for leak, tensile, and elongation testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.